Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the device was leaking water. There was no additional information available.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation found wear and tear damaged enclosure, front cover, line cord, cracked tank cover, outdated printed circuit board (pcb) and power switch. The device is leaking water from the tank cover during investigation. Customer's issue was confirmed. The root cause of the reported issue was able to be determined user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.